Event description:
Reporter indicated that a vns pt had died. The relationship of the death to the vns is unk. No autopsy was performed and the vns remains implanted. The pt was seizure free for two months prior to their death and overall had a 25% reduction in their seizures with the vns therapy. The pt's death was not witnessed and the pt was found deceased in their bed.